Event description:
The customer reported arcing within the x-ray tube and an overload fault. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated. The high voltage connectors were lubricated and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.